Event description:
It was reported bd ultrasafe x225l png rfs clear was damaged. The following information was provided by the initial reporter: "...one bent locking clip on the safety device was detected by the employee before testing. This locking clip was bent outward."

Manufacturer narrative:
(B)(6). Investigation summary: a complaint was received regarding damaged product. A photo was provided by the customer for analysis. A batch history record (bhr) review was performed, including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, we were unable to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.